Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The caller is stating that the piece that the "straw" goes into is broken on the unit. The caller is describing the piece that is broken the piece that makes the steam.